Event description:
It was reported that the customer inserted a sensor, and part of it broke off underneath his skin. The piece that broke off was never recovered, and no signs of infection or irritation were present. The wife stated that the sensor was very difficult to insert, and it didn't work properly so, they decided to remove it. The sensor was discarded. Advised the wife to save and return any sensors that they experience issues with. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.